Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 1 patient sample tested on a cobas 8000 cobas ise module (double). Of the data provided the sodium and chloride results were a reportable malfunction. The initial sodium result was 110 mmol/l with a data flag. The repeat sodium result was 141 mmol/l. The initial chloride result was 76 mmol/l. The repeat chloride result was 101 mmol/l. The erroneous results were released outside of the laboratory. There was no adverse event. The sodium and chloride electrode lots were requested but were not provided. It was stated that the patient sample appeared brown in color, which could be an indication of a possible preanalytical issue. The field engineering specialist was unable to determine a root cause. He performed topside cleaning. He performed precision testing with acceptable results. The customer ran calibration and qc testing with satisfactory results. The investigation was unable to determine a definitive root cause. The customer stated that there have been no further issues with this analyzer.